Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed rewind, basic occlusion, prime/a33 and displacement tests. The insulin pump has cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot and missing the end cap sticker.

Event description:
Customer called to report that the insulin pump alarmed motor error during priming. Customer's blood glucose levels were not included in the report. No significant events leading to the alarm were observed. Advised customer to return the pump with the battery and basal rate zeroed out. Product will be replaced and returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.